Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.reason for device explant and/or reoperation: device migration.if certain information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 300cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant device migrations. The implants fell out of pocket. As a result, the patient underwent bilateral breast implant removal and replacement with two mentor gel implants on (B)(6) 2022. It was noted that upon removal of the implants, one has turned white in color. It was not specified which side had discoloration so it will be assigned as the left implant. A supplemental report will be submitted when clarification is received. This medwatch form is for the right breast prosthesis.